Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer experienced irritation when using the product. During direct follow-up with the consumer, stated that eye was red, irritated and burning upon insertion of his contact lens. Consumer visited the medical group at his place of employment and was given an ¿eye gel¿ to use. It took about 4 days for the consumer's eye to recover. When asked if there was a doctor¿s diagnosis the consumer stated that there was not. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.